Event description:
During transport of child placed on ventilator, noted patient quickly decompensated: bradycardic and decreasing sats. Noted ventilator displayed "ventilation canceled" and stopped working.  At this point, the patient ambu bagged and sats and heart rate returned to base line.  Flight crew was unsure of failure and thought possible human error caused this.  Ventilator shut down and restarted, and was operating normally.  Patient placed back on ventilator and continued with transport.  About 25 minutes later, the same failure occurred; the patient disconnect quickly after this catastrophic failure before clinical decompensating and ambu bagged.  Ventilator was taken out of service and taken to biomed.